Event description:
Information received indicates the bed exit is not sending a signal to the nurse station.

Manufacturer narrative:
The technician inspected the bed and performed a function check. The technician could not duplicate the alleged malfunction.